Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali jugular filter delivery system was returned for evaluation. The tuohy-borst was returned tight in place. The pusher catheter exhibited one kink approximately 29.2cm from the proximal end of the handle. The denali filter was returned loaded inside the storage tube; however, it was noticed that the pusher catheter gripper was dislocated from the filter snare hook functional/performance evaluation: the tuohy-borst was loosened and the filter was advanced and deployed successfully. No anomalies were identified on the pusher catheter as well as the storage tube. The filter exhibited 6 legs and 6 arms that were present and intact. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for the gripper dislocating from the filter snare hook. The complaint investigation is confirmed for advancement issues as the filter was returned inside the storage tube. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current denali filter IFU (instructions for use)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not advance out of the storage tube. A new filter system was prepped and deployed successfully. There is no reported patient injury.